Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the pre-load device was prepared as per instructions and the training but haptic was still kinked. Additional information has been requested and received stating that the haptic was not loading properly and the surgeon did not feel comfortable using it, so they used the backup lens.